Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was difficult to press. Customer's continuous glucose monitor read "low", however, a specific blood glucose (bg) value was not provided. Customer consumed carbohydrates to address the low bg. Reportedly, the customer would contact healthcare provider to obtain alternate insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.